Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined.

Event description:
It was reported that during a da vinci-assisted gastric sleeve surgical procedure, the staple line bled where a sureform 60 green reload was fired with a sureform 60 stapler instrument. As a result, the surgeon over-sewed the staple line with a suture to control the bleeding. The surgeon explained that ethicon slr buttress material (a 3rd-party manufacturer product) was initially used with the sureform 60 green reload for reinforcement of the staple line. However, during the firing sequence, an error message stating "tissue too thick to continue" was displayed, and force fire was an available option. The buttress material was removed, and a sureform 60 green reload was fired without complication. The staple line was observed to be oozing. The surgeon then over-sutured the staple line. The procedure was completed robotically.